Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a power cable disconnect advisory on the mobile power unit (mpu). The mpu would be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was unable to be confirmed. No log files from the reported event were submitted for review, nor were any alarms reproduced during testing of the returned mobile power unit (mpu). The mpu, serial number: (B)(6), was received at the service depot, and when connected to power, booted up without issue. The mpu was connected to a mock circulatory loop and operated for several days without any issues observed or alarms active. No issues reported were reproduced during this evaluation. The mpu was sent to product performance engineering (ppe) and no issues with the mpu were found. The mpu functioned as intended during analysis. Additional information provided confirmed that exchanging the mpu resolved the issue, and the patient has had no alarms since the exchange. It was unknown if any environmental circumstances could have caused a loss in mpu power; however, information provided stated that the ac power cord has a v-lock connector and did not come loose from the wall outlet or the back of the mpu. The root cause of the reported event could not be determined during this investigation. The relevant sections of the device history records for the mobile power unit (mpu) (serial number: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. A) and the heartmate 3 patient handbook (rev. C) are currently available. The heartmate 3 lvas instructions for use (rev. A) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. C) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. Additionally, these sections caution the user to keep equipment away from any water or liquid as it may fail to operate. Heartmate 3 lvas instructions for use (rev. A) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook (rev. C) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. C) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight corrected. Section g2: report source corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that exchanging the mpu resolved the power cable disconnect alarms. The mpu had a v-lock connector on the ac power cord and did not come loose at the wall outlet or back of the unit. It was unknown if there were any environmental factors that could have affected ac power.